Manufacturer narrative:
Product analysis #(B)(4):equipment used: vis (m-77148), 203cm ruler (m-83360) the axium prime coil (model: apb-1.5-2-hx-es; lot: a769317) was returned for analysis within a shipping box; within a sealed plastic bio-pouch; and within a dispenser coil. The microcatheter used in the event was not returned. The microcatheter has a labeled ID (inner diameter) of 0.0165, as per an online source. Per the axium prime coil IFU (instructions for use): axium prime detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165, 0.017, with two marker bands, therefore, the microcatheter was found to be compatible for use with the axium prime coil. The axium prime implant coil was found to be detached from pushwire, and not returned. Therefore, any contributing factors could not be assessed. The axium prime pushwire was decontaminated as per manufacturer protocol. The axium prime pushwire was returned within the introducer sheath. The introducer sheath was found correctly assembled on the pushwire with the wavelock at the proximal end. The axium prime pushwire appeared to be broken at positive load indicator, and retained by release wire. In addition, the axium prime pushwire was found to be bent at ~8.6cm from proximal end. No damages or irregularities were found with the introducer sheath. The axium prime pushwire was able to be pushed out from the introducer sheath. Due to its damaged condition, the axium prime coil could not be used for resistance testing with an in-house cat heter. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the customers report of coil resistance/stuck in catheter hub could not be confirmed and the cause could not be determined. Possible causes for coil resistance at catheter hub are, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, failure to use a compatible microcatheter for delivery, and use of an improper hubbing technique (over tightening of the rhv/sheath firmly seated into hub). Improper hubbing technique could not be ruled out as a potential root cause for the event. The customer reported preparing the axium prime coil prior to use (which includes implant coil hydration) and the microcatheter was found to be compatible for use with the axium prime coil. It was reported that the introducer sheath was not held vertically when the implant coils were pulled back inside during hydration. The patients vessel tortuosity was moderate. Information regarding if a continuous flush was used was not reported. Therefore, any contributing factors could not be assessed. It is likely that the damage to the implant coil and the pushwire occurred during the attempt to push the coil through the micro catheter against the reported resistance. However, the cause of resistance could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two axium coils would not go into the catheter hub. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the piarachnoid an with a max diameter of 6mm and a 4mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that two axium coils would not go into the catheter hub. A replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms, or further complications were reported as a result of this event. Additional information was received reporting that the introducer sheath was not held vertically when the implant coils were pulled back inside during hydration. The coils came out of the introducer sheaths smoothly. No damage was observed to the coils.